Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the customer had high blood glucose level and insulin pump was under delivering. Customer¿s blood glucose was 85 mg/dl at the time of incident. The current blood glucose level was 550 mg/dl. Customer suffered from the symptoms like stomach is in knots. Customer treated for high blood glucose with insulin pump. Troubleshooting was performed and it was observed that they fill cannula and fill tubing and nothing happened. The product will return for the analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible under delivery and delivery accuracy test due to buttons not responding. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.